Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient was implanted with an unknown synthes plate on unknown date. On unknown date it was determined the plate was broken. Patient was returned to surgery on (B)(6) 2017 where surgeon removed the broken device. No further information was provided. This report is for one (1) unknown plate this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was orginally inplanted with the unidentified synthes plate on (b)(6, 2016.